Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspections showed that the iol was covered with contaminations and no optical deviations on the optic could be found. The lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Batch records were reviewed and showed no non-conformities or deviations. Diopter measurement records were verified and shown to be within specification. The batch passed all acceptance criteria for all tests performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the left optic which was explanted in a secondary procedure due to patient experiencing symptoms of halos and glare. A zcb00 18.0d lens was implanted. Patient noted to be doing better with lens replacement of a monofocal lens. The patient now uses reading glasses and is doing well. No additional information was provided.